Event description:
In person conversation, after the incident ("incident happened weeks prior ") a "small" patient was on the aquadex in one of the pediatric critical care units. "A nurse forgot to close a clamp on the pigtail of withdrawal line when 500cc of normal saline was hanging. The machine pulled in the entire 500cc bag of normal saline into the patient with existing fluid overload. The medical doctor endorsed "this was not a device error or malfunction but rather a clinician error." The device functioned as expected. This event occurred 1-2 weeks prior to any details being provided to the nuwellis team. They did not provide any details about specific patient age or weight other than specifying the patient was small and 500cc was a large amount of fluid for a patient that size to take in. No details about circuit (serial number or lot number).